Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported no relief since implantation and stated that the spinal cord stimulator (scs) has not helped with pain. Pt also reported a shocking or buzzing sensation at the implant location when touching that area. Pt stated multiple attempts to meet with reps for reprogramming. Pt stated that all groups from a to h were already tried, with group h currently in use, but the buzzing sensation still persists. Agent provided the nas phone number, redirected pt to hcp, and due to the continued issue, sent an email to the rep to further address the concern.